Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of implant: due to stem positioning post peri prosthetic fracture, previous plate was removed and the stem was removed and replaced with a longer one. Revision date: (B)(6) 2025.

Event description:
Revision of implant - due to stem positioning post peri prosthetic fracture - previous plate was removed and the stem was removed and replaced with a longer one. Revision date: (B)(6) 2025.

Manufacturer narrative:
Correction - please refer h6 result code, d4 lot. The reported event could be confirmed. The device was not returned but evidence was provided, based on provided image which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since an x-ray was provided, the opinion of a medical expert was sought and stated as follows: the image confirms the varus malalignment and periprosthetic fracture of the proximal humerus due to foregoing events (of which there are no details available). The proximal humerus is deformed into varus (angulated in a medial direction). All implant components are intact, and there are no signs of joint instability. Since there are no earlier-in-time images to compare with, the events leading to this current situation cannot be assessed. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.